Event description:
The facility's technician reported a fail code 810:04, which occurred during biomed testing. The event history lists this failure occurring on channel b. Additional contact information was requested but not additional contact was identified. The technician stated that there have been no reports of any paitent incident involving this pump since the last baxter service event.